Event description:
The customer reported a network outage resulting in a loss of communication for approx 98 telemetry beds and 10 hardwire beds for 6 hours. No death or serious injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.